Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had physical damage. Blood glucose value was 41 mg/dl at the time of the incident and treated with an insulin syringe. No troubleshooting was performed. The customer stated they received the low blood glucose reading from over-bolusing. Nothing will be replaced or returned.